Event description:
It was reported that the patient stated their left ventricular assist device (lvad) stopped. The patient did not recall whether the pump running symbol was black. While interrogating the device it was noted for no external power, low voltage, low flow, and controller clock reset alarms. The patient reported these incidents occurred while connected to batteries not the mobile power unit (mpu). It was noted that the patient was homeless and had been living in their car. The patient was seen in the clinic and appeared well. Their blood pressure was 114/82, heart rate (hr) was 69, and weight was 178/bs. The patient also had several expired external batteries. Log files indicated that the clock was resynced with the monitor. It appeared the event happened a few days ago based on the timestamp of (B)(6) 2000. No other unusual events were noted in the log file. The vad and peripheral equipment were functioning as intended.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a controller clock corrupt alarm indicative of a total loss of power to the system controller, which would have caused the pump to stop. Additionally, review of the log files confirmed a low flow hazard alarm; however, a specific cause for this alarm could not be conclusively determined through this evaluation. The system controller event log file contained approximately 2 days of events. A controller clock corrupt alarm was captured throughout the majority of the file. The controller clock appeared to be properly synchronized in the final two events which were recorded on 30may2025. The corrupt timestamps are indicative of a complete loss of external power as well as full depletion of the system controller backup battery, which would have led to the pump stopping. A specific duration of time for which the pump was stopped could not conclusively be determined. Additionally, the system controller periodic log file captured an un-sustained low flow hazard alarm occurring approximately 20 hours following controller clock reset. No other notable pump events were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. Incidental findings: review of the system controller periodic log file revealed corrupt timestamps indicative of a prior instance of a complete loss of external power as well as full depletion of the system controller backup battery, which would have caused the pump to stop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Chapter 2 of the IFU, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.